Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated during an inflation to the rated burst pressure. After removal of the saber pta balloon catheter, the anterior segment of the balloon was found to be ruptured. There was no reported injury to the patient. This was during a procedure to treat a lesion in the anterior tibial artery which had a 35% stenosis and was calcified. There was no tortuosity at the target lesion. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily form the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3, and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated during an inflation to the rated burst pressure. After removal of the saber pta balloon catheter, the anterior segment of the balloon was found to be ruptured. There was no reported injury to the patient. This was during a procedure to treat a lesion in the anterior tibial artery which had a 35% stenosis and was calcified. There was no tortuosity at the target lesion. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily form the patient and remained in one piece during its removal. The device has now been returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, g3, g4, g6, h1, h2, h3, h6, and h10.complaint conclusion:as reported, the balloon of a 2mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated during an inflation to the rated burst pressure. After removal of the saber pta balloon catheter, the anterior segment of the balloon was found to be ruptured. There was no reported injury to the patient. This was during a procedure to treat a lesion in the anterior tibial artery which had a 35% stenosis and was calcified. There was no tortuosity at the target lesion. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily form the patient and remained in one piece during its removal.the product was not returned for analysis as expected. A product history record (phr) review of lot 82213146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with stenosis were likely contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion or upon inflation at the target site. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 2mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated during an inflation to the rated burst pressure. After removal of the saber pta balloon catheter, the anterior segment of the balloon was found to be ruptured. There was no reported injury to the patient. This was during a procedure to treat a lesion in the anterior tibial artery which had a 35% stenosis and was calcified. There was no tortuosity at the target lesion. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily form the patient and remained in one piece during its removal. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 this is an updated complaint conclusion due to the return and evaluation of the device: as reported, the balloon of a 2mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated during an inflation to the rated burst pressure. After removal of the saber pta balloon catheter, the anterior segment of the balloon was found to be ruptured. There was no reported injury to the patient. This was during a procedure to treat a lesion in the anterior tibial artery which had a 35% stenosis and was calcified. There was no tortuosity at the target lesion. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily form the patient and remained in one piece during its removal. The device was returned for analysis. One non-sterile saber 2mm15cm 150 unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the balloon appears to have been previously inflated as evidence of fluids are inside the component. No anomalies were found on the unit as received. Functional analysis was successfully performed on the received unit. A lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The balloon was instantly inflated. Next, negative pressure was also applied, and the unit was immediately deflated as expected. Neither balloon inflation difficulty nor deflation difficulty- partial or slow was met. No anomalies were found. A product history record (phr) review of lot 82213146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ was not confirmed via device analysis. The exact cause could not be determined. The device passed functional analysis with no anomalies noted during inflation/deflation. It is likely handling and procedural factors contributed to the event reported as the balloon presented no defects during functional analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.